Event description:
It was reported that the patient had a perforation and pain in the region of the device pocket. Also there was a lead dislodgement. It was also noted that both the left and right ventricular leads were implanted after the used before date. The patient was hospitalized and the lead was relocated without changing position in the ventricle. It was noted that the patient is part of the (B)(6) clinical study and the event was adjudicated to be related to system component. The device and ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 694765 implantable tachy lead 2011 (B)(6). (B)(4).